Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call of high blood glucose level of 502mg/dl. The customer indicated that the correction bolus is incorrect and the pump does not make the correct calculations based on the information entered. The customer's blood glucose level at the time of the call was 127 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer declined high blood glucose troubleshooting. No further details provided.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Inserted a water test reservoir, programmed with multiple boluses and monitored; all boluses were delivered properly and were listed in the bolus history screen. The bolus wizard functioned properly per bolus wizard sample in the user guide. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.